Event description:
It was reported that during a stent graft placement procedure in the superficial femoral artery via crossover approach, the stent allegedly would not deploy. It was further reported that the stent allegedly deployed outside the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 10/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not returned for evaluation. Images were provided for review. Provided image demonstrates the system outside patient with broken inner catheter cardan tube. The stent reportedly was deployed on the table; the distal catheter end and the safety slider are not visible so that a statement regarding deployment condition is not possible which leads to inconclusive result for deployment failure. The investigation leads to confirmed result for break of the inner catheter cardan tube. A 5f introducer with 0.035" guidewire were used for access, the guidewire was running smoothly inside the system, the lesion was pre-dilated, and the system could be successfully removed as one piece. The tracking vessel was not calcified but very tortuous with a tight bifurcation; a force increase was not felt upon removal. The inner catheter break was identified outside patient upon sample testing, and it was not known how exactly the sample was tested so that the testing condition outside patient may be another potential issue related to the inner catheter break. Based on the information available the investigation is closed with confirmed result for inner catheter cardan tube break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The instruction for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: (expiry date: 10/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the superficial femoral artery via crossover approach, the stent allegedly would not deploy. It was further reported that the stent allegedly deployed outside the patient body. There was no reported patient injury.